Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r h3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned psu. A check of the event log showed that a bump had been detected. The pus passed accuracy test at .128mm with a passing threshold of .250mm. The bump sensor was cleared and the psu was functional. H6: b01, c04 and d02 apply to the system checkout <(>&<)> returned positioning sensor unit (psu). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while installing the system, the manufacturer representative (rep) noticed the camera was faulted and had an amber light. After checking ndi toolbox, the rep confirmed that the camera had been bumped. There was no patient involvement. The suspected cause was an that the camera may have been bumped during transit.